Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device did not have ac operation and the customer's battery was unable to power on the device. A known good battery was used for testing and the device was able to power. Stryker replaced the eos and power module to resolve the ac and battery charging issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed parts were further evaluated by stryker. Stryker confirmed an open fuse on the eos caused no ac operation and no battery charge. However, the cause of no dc operation could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.